Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0453 on (B)(6) 2007. Many years later the patient has suffered chronic pelvic and vaginal area pain, internal and external abscess of the surgical site, painful urination, painful urination, painful intercourse, painful bowel movements, chronic discomfort, scar tissue, and additional surgeries. No further information has been provided.